Event description:
Reporting for her daughter, it was stated that a blood glucose comparison resulted in her meter reading 198 mg/dl and the doctor's occupational therapy profile meter reading 111 mg/dl. The tests were done within the minutes. The reporter stated that her daughter did not have any symptoms. No control solution was available for testing, and the reporter was unsure about her daughter's testing technique and meter cleaning procedures. No harm was alleged.